Event description:
A device report received from (B)(4) indicated a clinic in (B)(6) reported: patient with fracture of distal radius was implanted with plate and screws on (B)(6) 2011. Patient returned to surgeon one month post op with a x-ray revealing two broken va locking screws. It is not known if product has or will be removed. This is two of two reports for this event.

Manufacturer narrative:
Product received has gone for further investigation.